Manufacturer narrative:
D4 - UDI number for this product code is not required. The actual device was returned to the manufacturing facility for evaluation. Visual inspection confirmed the customer's observation. The sampling line tube had been almost fractured at the joint with the blood outlet port on the oxygenator module. The blood outlet port of the oxygenator module was found to have been fractured off the main body. This damage, however, was not mentioned in the complaint report. Magnifying and electron microscopic inspections of the fracture cross-section of the sampling line tube revealed that some segments were in the smooth state and other segments in the rough state. On the smooth segments the generation of some streaks that implied that the fracture had developed in the direction of the streaks, starting at some point. There was not any embedded foreign particle or entrainment of air bubbles which would have contributed to the generation of the fracture. Simulation testing was conducted. The state of the fracture on the actual sample is experientially known to be consistent with the state when the tube has been damaged as a result of exposition to a shock force under a cold temperature. The sampling line tube of a current product sample was exposed to a shock force at the joint of the tube and the port after it having been left under a low temperature of 4°c for 12 hours. The sampling line tube became fractured at the joint. Electron microscopic inspection of the fracture cross-section found that the state of the surface was very similar to that of the actual sample. A review of the device history record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other complaints of this nature with the product code/lot number combination. There is no evidence this event was related to a device defect of malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the actual sample was subjected to an excessive shock force in the state of being cooled by having been left under a low temperature during transportation, resulting in the reported leak/small hole on the sampling line tube. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage in the capiox device. Follow up communication with the user facility confirmed the following information: a leak/small hole in the tubing pig tail on the extra luer port at the base of the oxygenator was reported; the leak was noted during priming; the device was changed out; the procedure was successfully completed with no delay; and there was no patient involvement.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to make a correction to the lot number initially reported.